Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced program alarm anomaly. The customer's blood glucose reading was 63 mg/dl. The customer treated with food. The customer's current blood glucose was 121 mg/dl. The customer declined to troubleshoot for low readings. During troubleshoot, the display did not return. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with a full black screen due to faulty x2 on the interface board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify watchdog timeout alarm, button error alarm due to full black screen. The insulin pump had minor scratched display window and cracked reservoir tube lip.